Manufacturer narrative:
It was reported that a defect level sensor cable triggered the error "level alarm" leading to a pump stop. The event occurred during treatment and the hl20 device was replaced and the treatment completed. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on 2025-12-09. The failure could be reproduced and the capacitive level sensor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. As confirmed by the getinge field service technician on 2026-01-23 the reported failure was caused by a defect level sensor cable. When the cable is moved there is no signal coming through. Therefore, the most probable root cause was determined as a loose connection (e.g. Broken wire fiber) inside the cable, which most likely is originated from external force. Due to the age of the device (over 14 years old), age related aspects can be considered as well. The review of the non-conformities has been performed on 2025-12-09 for the period of 2011-06-10 to 2025-12-04. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2011-06-10. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message level alarm" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that a defect level sensor cable triggered the error "level alarm" leading to a pump stop. The event occurred during treatment and the hl20 device was replaced and the treatment completed. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
It was reported that there was an unintentional pump stop. The event occurred during treatment. No harm to any person was reported. As an unintentional pump stop has been reported a report is required. Further information was requested. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2011. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.